Event description:
Patient in or for left total hip replacement. Two components were tried & removed. Case proceeded with different components without further incident. Components removed were: #1. Zimmer trilogy acetabular system, longevity crosslinked polyethylene liner, 10 degree elevated rim, 36mm ID, 3.5mm offset, for use with 58 mm o.d. Shell, lot # 60721882, exp date 2012-06. #2. Zimmer trilogy acetabular system shell with cluster holes, porous 58 mm o.d., lot # 60858989, exp. Date 2018-01.